Event description:
The customer reported that the ventilator would not power on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Manufacturer narrative:
.